Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. As reported by rep: "reporting on a patient revised today. Reported to the emergency room with a fracture of her bone around the femoral prosthesis. Due to her age and the complexity of the fracture around the stem. The doctor chose to revise and cerclage the bone. Once completed the doctor replaced the old prosthesis which we have no record of, for a new prosthesis. Nothing more is known about the patient. There are no x-rays to be said. There is no op noted to be sent. Please note that the doctor has no complaint in regards to implants we merely needed to address the fracture of the patient¿s bone that she sustained." A restoration modular stem construct, biolox ceramic head, 8 cable and sleeve sets, and a grip plate with cables were implanted.